Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on the bus. The customer attempted a reboot and recovery; however, the attempts were unsuccessful. The customer then shut down the station by unplugging and reconnecting the power cord and attempted to recover the drawer again; however, the drawer continued to fail and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer troubleshot an issue with half height drawer 6.2 showing a ghost cubie error. Consulted with technical support centre (tsc) and determined that the d1 cubie was defective. The customer replaced the cubie with another, which cleared the ghost error. The system was rebooted and successfully tested with the customer. The system functioned as intended after the field service engineer repaired the device.